Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they experienced low blood glucose on (B)(6) 2020 with blood glucose of 36 mg/dl at the time of the incident. The customer used food and sugar to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump may be over delivering. Troubleshooting was not completed as the customer declined. The customer was using a competitor's sensor system. The insulin pump will be returned for analysis.